Event description:
It was reported that the system displayed generator error. This error could cause the system to shut down on its own. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a broken cable. The system operates as intended.